Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was placed into the patient's left radial artery in the anesthesia department. The resident was suturing the line into place with the 3-0 silk suture with curved needle when the suture needle broke in half leaving half the needle in the patient's wrist. She was able to retrieve the piece of needle from the patient's skin with ease by using the needle driver and with no apparent damage to the patient's wrist. No incision/cut-down was needed. She asked the sicu team to do an ultrasound of the wrist to look for any foreign material when the arterial line is removed. There was no delay in treatment and no patient death or complications reported.